Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (7 mg/ml) at 2.2 mg/day and bupivacaine (20 mg/ml) at 6.3 mg/day via an implantable pump for non-malignant pain. The pump status and/or event log showed that multiple motor stalls and recoveries occurred on (B)(6); the pump was repetitively stalling since (B)(6). It was taking the pump 8-10 hours to recover. The patient did not have an MRI recently and there was no known magnetic influence. When the patient was in the office, there was no recovery. An attempt to update the pump to pull it out of the stall was unsuccessful. There were no medical symptoms reported. The recommendation was to program the pump to minimum rate mode, supplement with another form of pain medication, and replace the affected pump as soon as medically possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.